Event description:
Health care professional reported pt developed peritonitis approx 2 months ago. Date of report, home patient stated to health care professional the uv-flash may not be flashing long enough. Health care professional had home patient bring the device into facility and pick up another device. Effluent was cultured and the microorganism present was staphylococcus aureus. Pt was treated with vancomycin two time a week for six weeks. Peritonitis is resolved.